Event description:
Home patient (hp) reported transfer set separation to baxter technical service during drain 4/5 of apd therapy. At the time of the reported incident, the technician assisted the hp in ending the therapy. The hp notified the healthcare professional (hcp) and was seen in the clinic. The hcp reported the transfer set separation occurred between the tubing and the pt connector. The transfer set had been in use for 4 months. The hp received a transfer set change and was treated prophylactically with kefzol 1gm. Daily for 4 days. No patient injury reported by hcp.